Event description:
A (B)(6), neurosurgery pt, with sudden respiratory failure required intubation at bedside in the ICU. Upon initial attempt with the mac #4 blade, plastic bracket (heel) broke off from handle and fell inside pt's mouth - mid intubation attempt. This required the therapist to obtain a second blade emergently which allowed for a successful intubation of the pt.